Manufacturer narrative:
(B)(6). Device evaluation is anticipated but has not yet begun. (B)(4).

Event description:
It was reported that the tip broke off an instrument during a bankart shoulder surgery procedure and the tip is still in the patient's shoulder. The tip reportedly broke off far back in the labrum and may have had contact with bone. Customer is returning instrument for repair.

Manufacturer narrative:
One arthropierce straight was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal end of the shaft has broken off and was not returned for evaluation. The break area is bent/twisted and shows signs of plastic deformation. Dimensional and material inspection of the device confirmed it met print specifications. Damage to the device appears to be the result of excessive force placed on it during use. Per the devices IFU "excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).